Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during dwell three of five of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted in clearing the alarm. The patient was going to start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.